Event description:
In 2002 the hospital contacted the manufacturer to report that the stroke volume limiter (svl) hose connection at the housing cracked and broke off on the patient. The hospital swapped the patient to a backup svl, without incident. No patient injury. The patient was eventually transplanted.